Manufacturer narrative:
The insulin pump received with partially broken reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, cracked belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that half of the ring that sits on top of the reservoir compartment is missing. The customer stated the pump did drop but didn't cause any problems. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.